Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient underwent articular surface exchange and washout of the knee due to infection.